Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
Per the clinical trial report, 3 years and 2 months after implantation of a 23 mm sapien 3 valve in the aortic position, the patient underwent a valve-in-valve procedure due to restenosis. During the 2 year follow up, there was valve leaflet calcification and thickening with mildly reduced leaflet mobility (especially posterior). There was a progressive increase in gradients from the 30 day echo (12/7 mmhg) to the 1 year echo (16/11 mmhg) to the 2 year echo (42/24 mmhg). New onset mild central aortic regurgitation were also found. Findings consistent with early stage of structural valve degeneration. At the 3 year follow up, tte indicated elevated gradient across the aortic valve suspicious for valve thrombus vs. Bioprosthetic valve restenosis, most likely restenosis given patient is on ac (coumadin). The patient underwent a tf valve in valve procedure with a 26 mm self-expandable valve and was stably discharged home 2 days later.

Manufacturer narrative:
Additional information from the 3-year follow-up visit medical records: the patient underwent ta tavr using a 23 mm sapien 3 bioprosthesis. 2 years later she developed severe mitral regurgitation (mf) and chf and underwent successful deployment of a mitral clip with reduction of mitral regurgitation from severe to mild. She was doing very well until the 3-year follow up visit, where she complained of shortness of breath with minimal exertion. Imaging studies revealed severe restenosis of the s3 valve, and ¿potentially degenerative change within the tavr valve leaflets.¿ a valve in valve procedure was performed. The 2 year follow up visit tte reported a progressive increase in the transaortic peak and mean gradients from the 1 year echo (16/11 mmhg) to the 2 year echo (43/24 mmhg). The aortic valve area (using vti) was 0.6 cm2. It also reported aortic prosthesis leaflet thickening. The 2 year visit CT performed reported that the s3 valve was in proper position with no evidence of aortic valve thrombus. The aortic valve leaflets probably move normally. There was restricted coaptation of the mitral leaflets, severe mitral regurgitation (mr) and acute-on-chronic chf nyha class ii-iii. The patient underwent a successful deployment of a mitral clip 4 months later. A tee done after mitral clip implant reported: bioprosthetic stent-valve is present in the aortic position. The aortic valve prosthesis appears well seated. The aortic prosthesis demonstrates normal leaflet motion. The aortic prosthesis demonstrates a mildly increased transvalvular gradient for valve type and size. This is suggestive of mild prosthetic aortic stenosis. The 3 year visit tte reported increased transaortic peak and mean gradients (49/30 mmhg) and possible restenosis of the bioprosthetic s3 valve in the aortic position. The av area (using vit) was 0.7 cm2. There was mild paravalvular aortic regurgitation (ar). There was also severe mitral stenosis, mild to moderate mr with transmitral increased gradients (19/10 mmhg) at a heart rate of 65 bpm and severe pulmonary htn (pa peak pressure increased from 50 mmhg to 68 mmhg). Per the 3 year visit cardiac CT and chest CT without contrast done report: there is calcification within the tavr valve, potentially degenerative change within the tavr valve leaflets. The 3 year visit tee done reported: severe tavi valve stenosis. The aortic cusps are moderately thickened in appearance. Cusps appear mildly calcified and severely restricted. The transaortic gradients (peak and mean) were 72/45 mmhg. The aortic valve area (using vti) was 0.6 cm2. Mild to moderate ar, moderate to severe mr. Pa blood pressure of 100 mmhg. The valve-in-valve procedural tee reported: a bioprosthetic stent-valve is present in the aortic position. The aortic valve prosthesis appears well seated. The aortic prosthetic leaflet motion appears severely restricted. There is mild paravalvular aortic regurgitation (at 9 o'clock on a surgical view). Status post tavr valve-in-valve. A new bioprosthetic stent valve-in-valve is present in the aortic position. The valve is well seated with normal leaflet motion. There is no significant aortic regurgitation and trivial perivalvular regurgitation. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the degeneration/deterioration cannot be determined. However, it is possible patient factors, such as chronic renal failure and the progression of pre-existing valvular disease processes may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.